Event description:
Customer reports back to back testing on the same meter, while using the compact system with results of 360 mg/dl and 148 mg/dl. No quality controls were run. No adverse event reported. Customer states, drum is not available to return; a replacement was sent.